Manufacturer narrative:
Details of complaint: the customer initially reported that a cns (pu-621ra, sn: (B)(6)) was experiencing signal loss. There was a lot of confusion on the part of the customer as to what device she was supposed to report on and what type of device failure had occurred. She was later able to find the appropriate device model and incident details, but not until 02/11/2026, which was when nk became aware that this multigas unit failed to display a co2 reading on the monitor while in patient use. They tried changing out the water trap, but the issue persisted. No patient harm was reported. Investigation summary: the device was sent to nk for evaluation and repair. The reported issue was duplicated, and the device gave a "gas device error" message after powering it on. The cause of the issue was confirmed to be hardware failure, but the device was deemed irreparable because the hardware (gas module cd-314p-01) was older and incompatible with the available replacement parts. The customer was advised to proceed with an exchange or purchase a new device. A review of the device's complaint history revealed that the same device failure was reported in july 2025 in ticket (B)(6). No further action was taken due to non-response from the customer after multiple attempts. The complaint device was installed at the customer facility in july 2014, and the hardware failure was likely due to age or accumulated wear and tear. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: g5 monitor: model #: cu-151ra, serial #: (B)(6), device manufacturer data: 07/17/2024, unique identifier (UDI) #: (B)(4), returned to nihon kohden: na. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The customer reported that the multigas unit failed to display a co2 reading on the monitor while in patient use. They tried changing out the water trap, but the issue persisted. No patient harm was reported.

Event description:
The customer reported that the multigas unit did not display a co2 reading on the monitor while in patient use. They tried changing out the water trap, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
The customer initially reported that a cns (pu-621ra, sn: (B)(6) was experiencing signal loss. There was a lot of confusion on the part of the customer as to what device she was supposed to report on and what type of device failure had occurred. She was later able to find the appropriate device model and incident details, but not until 02/11/2026, which was when nk became aware that this multigas unit did not display a co2 reading on the monitor while in patient use. They tried changing out the water trap, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: g5 monitor: model #: cu-151ra serial #: (B)(6) device manufacturer data: 07/17/2024 unique identifier (UDI) #: (B)(4) returned to nihon kohden: na.